Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited premature battery depletion. The patient was brought into the clinic, and the device was explanted and replaced. The patient was stable before, during and after the procedure, and would continue with regular follow-up.